Event description:
The patient reported: I visited my dentist, and the dentist recommended chairside treatment. I would like to initiate a refund request and stop treatment. A letter of recommendation was provided in the patient's files, recommending the customer seek chairside orthodontic care for dental concerns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.